Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Left hip implant operative report, revision operative report and revision implant stickers were received which provided the patients full name, date of birth and post operative diagnoses - after the revision surgery. Patient had painful left total hip arthroplasty, dislocation in 2009 requiring closed reduction and elevated cobalt and chromium levels. During revision surgery, evidence was found of significant hypertrophic synovitis and large periarticular fluid-filled capsule with significant reactive tissue surrounding the total hip arthroplasty components. There was no evidence of loosening of the total hip arthroplasty acetabular and femoral components. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Patient was revised due to pain.